Event description:
Patient reported left side moderate breast pain. Healthcare professional reported left side capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2013. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and capsular contracture baker grade unknown.